Event description:
It was reported that a patient underwent a minimally invasive tlif using rhbmp-2/acs at l4-l5 due to spondylolisthesis. On the second day postop, the patient developed left thigh pain.

Manufacturer narrative:
Neither device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.